Manufacturer narrative:
The report event of high impedance was confirmed. As received, x-ray inspection showed the returned lead extension header was found some wires being broken at distal electrode. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the report event is consistent with damage during use.

Event description:
Related manufacturer reference number:1627487-2023-05098. It was reported the patient's device displayed high impedance. As a result, surgical intervention was undertaken wherein the lead and extension were explanted and replaced resolving the issue.

Manufacturer narrative:
Date of event is estimated. The unique device identifier (UDI) is unknown because the lot and part number were not provided.